Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team guided the caller through a pump reset process, after which the error did not reappear, and the customer successfully started their sensor session.